Event description:
It was reported that this right ventricular (rv) lead recorded a lead safety switch (lss) due to a high out-of-range pacing impedance measurement greater than 3 000 ohms. Prior to the lss, pacing impedance measurements were stable at approximately 750 ohms. Following the lss, the device was programmed to unipolar pacing and bipolar sensing, and subsequent impedance measurements were stable at approximately 450 ohms. Additionally, technical services (ts) reviewed stored ventricular events and identified noise consistent with unipolar myopotential oversensing. There was no evidence of asystole or pacing inhibition. Ts recommended further in-clinic lead evaluation. No adverse patient effects were reported. The rv lead remains in service.